Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 224 mg/dl at the time of the event and also experienced hypoglycemia. The customer reported the auto correction was not being activated by auto mode. The customer reported hyperglycemia was treated with insulin pump and hypoglycemia was treated with glucose/carb intake. The event involved products mmt-7040a, mmt-1884l, mmt-399a, mmt-332a. Troubleshooting was partially performed for hyperglycemia and later customer declined. It was found that the insulin pump was under delivered the insulin. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was not performed for hypoglycemia. Troubleshooting was performed for cosmetic damage and the damage was at belt clip rail and damage was not affecting/impacting pump functionality. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the sensor, infusion set and reservoir. No product return is required for mmt-7040a. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review, no relevant alarms on event date to confirm complaint code. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Unit was also received with broken belt clip rails, scratched case and cracked case-corner of belt clip rails in conclusion, unable to confirm customers' concerns of possible under delivery anomaly. No relevant alarms noted in download history review and testing of the unit were successful. Unit was received with broken belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.